Event description:
It was reported that patient underwent total knee arthroplasty in 1998. Revision procedure was performed in 2004, due to pain. Intraoperatively, post of patella component was noted to have sheared off.